Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2024-02043 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2024-01540. (Expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and two months post a port placement via the right internal jugular vein, the port had allegedly leaked. It was further reported that the catheter was allegedly found with multiple fractures upon removal. Furthermore, the patient allegedly experienced chronic pain, fibromyalgia, postural orthostatic tachycardia syndrome, and celiac artery compression syndrome. Reportedly, the defective port and catheter were removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that approximately one year and two months post a port placement via the right internal jugular vein, the port had allegedly leaked. It was further reported that the catheter was allegedly found with multiple fractures upon removal. Furthermore, the patient allegedly experienced chronic pain, fibromyalgia, postural orthostatic tachycardia syndrome, and celiac artery compression syndrome. Reportedly, the defective port and catheter were removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.